Event description:
Per the clinic, the patient experienced little to no benefit from the device. Reprogramming attempts were made, however, the issue could not be resolved. The patient has discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.